Event description:
It was reported that surgeon inserted a cc4204bf collamer plate lens and did not like the way it seated in the eye. The lens was removed and a different size lens was implanted. No patient injury. The reporter stated there is not a problem with the lens but a surgeon's preference.

Manufacturer narrative:
No complaint against product.